Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2002, expiration date - unknown, date implanted - (B)(6) 2002, date explanted - (B)(6) 2002, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedures in 1992 and (B)(6) 2002 due to unknown reasons. Patient further underwent a radical debridement procedure in (B)(6) 2002 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2007.